Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) exhibited episodes of noise. The rv lead and ra were capped and replaced on (B)(6) 2026. The patient remained in stable condition.